Manufacturer narrative:
The hospital has refused any evaluation or repair of the unit. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.